Event description:
It is reported that the pt was revised due to hip dislocation.

Manufacturer narrative:
Evaluation summary: scratches are observed on the outer spherical diameter, near the locking mechanism, on the flat engraved face, and on the elevation; however, it cannot be determined when this damage occurred. Some or all of the damage may have occurred during explantation. The condition of the mating components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Events leading up to the dislocation were not described. A definitive root cause cannot be determined with the info provided. Evaluation: the mfg records for the liner were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to specification. Measurements taken on the returned device were according to specification.